Manufacturer narrative:
Additional information was received that the patient's ipg was explanted. No malfunction was suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort in the ribs caused by the ipg.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort in the ribs caused by the ipg.